Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a recent patient event. Emt's had been transporting a (B)(6) year-old female patient to the hospital who was complaining of shortness of breath and chest pains. An emt was attempting to perform a 12-lead ECG on the patient when the device powered off unexpectedly. They were able to power the device back on; however, the device powered off again by itself. The customer further advised that the device's batteries were not depleted and there were no warnings given by the device prior to the unit shutting off by itself. The patient survived the event. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
(B)(6). New information for supplemental medwatch report: the customer contacted physio-control to report that their device had failed to power on during another patient event. It was later confirmed by the customer that through the course of troubleshooting they observed that when the external usb data cable was removed from the device, normal device operation was observed. The customer advised that they have disposed of the external usb cable as they confirmed that the cable was the likely cause of the reported loss of power. This new patient related event was reported to the FDA via initial medwatch report 3015876-2015-00464.